Event description:
Hospital reported that during insertion of mesh in patient, the ring within the mesh buckled and folded upwards. The mesh was removed and another unit used.

Manufacturer narrative:
Upon receipt of sample, and completion of the investigation into this event, a follow up report will be submitted.